Manufacturer narrative:
Correction to bsc aware date from 02/17/2023 to 02/17/2023. The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a questionable episode, assumed to be an inappropriate shock. Technical services (ts) reviewed and noted the episode had the appearance of air bubbles or connection related issue. Ts recommended x rays to troubleshoot. It was noted there was quite a bit of swelling around this s-ICD area. This s-ICD was implanted approximately a week and a half prior. The health care professional (hcp) would discuss with the physician.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a questionable episode, assumed to be an inappropriate shock. Technical services (ts) reviewed and noted the episode had the appearance of air bubbles or connection related issue. Ts recommended x rays to troubleshoot. It was noted there was quite a bit of swelling around this s-ICD area. This s-ICD was implanted approximately a week and a half prior. The health care professional (hcp) would discuss with the physician.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a questionable episode, assumed to be an inappropriate shock. Technical services (ts) reviewed and noted the episode had the appearance of air bubbles or connection related issue. Ts recommended x rays to troubleshoot. It was noted there was quite a bit of swelling around this s-ICD area. This s-ICD was implanted approximately a week and a half prior. The health care professional (hcp) would discuss with the physician.